Event description:
During a vitrectomy the constellation vision system probe retracted into itself making it unusable. There was no injury to the patient, the probe was replaced. FDA safety report ID# (B)(4).